Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient had a right total hip revision with bone grafting at the pelvis and reanchoring of the acetabular cup, as well as a new femoral head, and protrusio acetabular shell for diagnosis of osteolysis around the acetabular component with gross loosening and titanium synovitis. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
Reported event was confirmed by review of the provided medical notes which confirmed that patient underwent revision right total hip with bone grafting at the pelvis and re anchoring of the acetabular cup, as well as a new femoral head and protrusio acetabular shell for diagnosis of osteolysis around the acetabular component with gross loosening and titanium synovitis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.